Event description:
The patient was implanted with a left ventricular assist device. On (B)(6) 2015, it was reported that the patient was hemolyzing with lactate dehydrogenase levels at 3000 u/l. The pump reportedly clotted off despite the patient having consistent therapeutic international normalized ratios and being on anti-platelet therapies. There were no alarms sounding. The manufacturer's technical services reviewed a log file which appeared fairly stable with power trending downward slightly and pulsatility index (pi) values trending flat with a few fluctuations above the pi baseline range with a total of 3 pi events. Hematology testing was performed but the results were not provided. It was reported that a pump clot was not confirmed at the time and the pump was running as expected. On an unspecified later date, in an attempt to avoid a pump exchange, the patient was administered a bolus of tissue plasminogen activator (tpa); there was no response. On approximately (B)(6) 2015 the vad coordinator requested information regarding how to silence low flow alarms. On (B)(6) 2015, the pump was explanted and another manufacturer's device was implanted. No additional information was provided.

Manufacturer narrative:
Approximate age of device - 1 year and 20 days. The pump is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
The device was returned to the manufacturer on 06/24/2015. The explanted device was returned to the manufacturer for evaluation. The report of hemolysis and thrombus was confirmed based on the evaluation of the returned lvad pump. The pump was returned with the driveline cut approximately 1" from the pump end bend relief and the severed portion was not returned. The sealed inflow conduit was returned detached from the pump. The sealed outflow graft and bend relief had been removed from their respective hardware. The pump had been exposed to a fixative. Examination of the pump blood-contacting surfaces found a denatured rings of thrombus around the inlet bearing and bearing cup. The tissue showed laminated layering, indicating that the rings formed over an undetermined period of time. Examination of the outlet stator found a denatured, tissue-like thrombus around the outlet bearing. A portion of the outlet stator thrombus was pulled out of the stator during disassembly and was seated on the distal end of the pump rotor. The pump rotor also showed a tissue-like thrombus occluding one of the rotor vanes. The outlet stator and rotor tissue did not show laminated layering, indicating the thrombi did not form in the stator or on the rotor. Each of the observed thrombi would have contributed to the reported hemolysis. The evaluation could not conclusively determine the cause of the thrombi. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the percutaneous lead found it to be unremarkable. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. No further information was provided. The manufacturer is closing the file on this event.